Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported death cannot be determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Date of death is estimated. B3 - date of event is estimated. The UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. Attachment: article titled "impact of mitral regurgitation etiology on mitral surgery after transcatheter edge-to-edge repair."

Event description:
This is filed to report death it was reported through a research article that 330 patients underwent mitral valve (mv) surgery after failed transcatheter edge-to-edge repair (teer) stratified by mitral regurgitation (mr) etiology from july 2009 to july 2020. Thirty days to one year after surgery, the patient outcomes included death. Additional information is listed in the attached article, titled "impact of mitral regurgitation etiology on mitral surgery after transcatheter edge-to-edge repair."